Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that secondary infusion was programmed to infuse over 30 minutes however it took "double the time" to complete the infusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm.